Event description:
The reporter states that the customer was tested with the blood glucose results of 304mg/dl and 150mg/dl on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. No action taken. No adverse event reported. New system sent to customer and return requested.